Event description:
It was reported 3 weeks prior to report the patient had went through a rite-aid theft detector and their implant turned off. It was noted they checked with the patient programmer and immediately turned the implant back on. It was stated the patient didn¿t complain.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v792258, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v670473, implanted: (B)(6) 2011, product type lead; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).